Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On 16-oct-2023, it was reported that the infusion set's tubing got detached at the tubing connector while the patient removed her pants. The site location was patient's lower back, and the pump was in her right pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.